Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation it is likely the noise, which was a partially dark area, occurred due to a scratch on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed screen noise. The event occurred during set up/inspection for use. There was no patient involvement.